Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a broken shell with a portion missing, and creases. A microscopic analysis was performed which identified a sharp edged opening assessed as an unidentified tear opening. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. As a piece of the shell was missing, the assessment is inconclusive.

Event description:
Healthcare professional reports left side rupture and textured implant exchange. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implant exchange.

Event description:
Healthcare professional reports left side rupture and textured implant exchange. Device has been explanted.